Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
An article was received on (B)(6) 2018 pertaining to patients who had re-operation in which the product may have been used. Please reference "repeat surgical intervention after aortic repair for acute stanford type a dissection" article for more details pertaining to the reported event.

Event description:
An article was received on 11/08/2018 pertaining to patients who had re-operation in which the product may have been used. Please reference "repeat surgical intervention after aortic repair for acute stanford type a dissection" article for more details pertaining to the reported event.

Manufacturer narrative:
According to the journal article ¿repeat surgical intervention after aortic repair for acute type a dissection¿ (kitamura et al), a study was done where 17 adult patients from april 2011 to march 2017 had repeat surgical intervention after previously having aortic repair for acute type a aortic dissection. The mean age of the 17 patients undergoing reoperation was 62 +/- 8 years and 13 were men. None of the patients had marfan syndrome. There were no in-hospital deaths. Of the 17 patients studied, bioglue was used in 7 patients during their initial aortic repair, while gelatin-resorcinol-formaldehyde (grf) glue was used in the other 10 patients. Indication of reoperation for those 7 patients who used bioglue in their initial surgery was due to rupture in 1 patient, dilatation in 3 patients, and pseudoaneurysm in 3 patients. A conversation was held with [informant] on 11/20/2018 to inform that, "no other information is available that isn't present in the article." Five patients underwent repeat intervention for dilatation within two years of the initial operation. Bioglue was used on three of those five patients in their initial aortic repair. Another patient had a reoperation for aortic rupture, with bioglue being used for the initial aortic repair as well. The authors state that there ¿are no particular characteristics common to these patients with the early dilatation of residual aortic dissection¿. Larger numbers of cases would be required to identify those factors associated with early dilatation (kitamura et al). Therefore, there is no evidence in this case report which indicates bioglue caused the repeat intervention for dilatation or rupture of the patients¿ chronic aortic dissection. Five patients underwent repeat surgery for pseudoaneurysm, bioglue was used in the initial operation for three of those patients. Two of those three bioglue patients were taking an anticoagulation/antiplatelet at the time of the reintervention. Pseudoaneurysm formation per the authors ¿is not a rare late complication late after repair of acute aortic dissection (mohammadi, s et al). The underlying mechanism of pseudoaneurysm formation is considered to be associated with tissue cutting due to the fragility of the dissected aortic wall at the anastomosis and from the chemical reaction to the aldehyde contained in the glue material (bingley, ja et al).¿ if bioglue was applied to extremely fragile tissue in the three cases, this does raise the question of whether attempted salvage of the native aorta was an appropriate surgical decision. Perhaps the native tissue was too damaged to be repaired and an aortic replacement with a synthetic graft should have been considered in these cases. Furthermore, while surgical glue is helpful in surgery for acute type a aortic dissection, it may also cause late pseudoaneurysm formation or valve deterioration when not used properly. They also emphasize the importance of regular and long-term imaging follow-up, especially those patients using anticoagulation, as pseudoaneurysms were often observed in those cases (kitamura et al). [Doctor] performed a retrospective review of 92 consecutive patients who underwent complex operation in which bioglue was used. Postoperative pseudoaneurysm formation occurred in 3.3% of the patients (fehrenbacher 2006). Weiner et al. Presented at 15th world congress of heart disease in vancouver, canada in july 2010 they identified 97consecutive patients in whom bioglue was used to reinforce thoracic aortic suture lines. During follow-up 2 patients were identified as having a pseudoaneurysm, the control group, without bioglue use, had similar incidences of pseudoaneurysm formation (weiner 2010). Ma et al. Reviewed 233 patients with a mean follow-up time of 2.4 years post-operation; a pseudoaneurysm was detectedin only 1 patient (0.6%). The authors concluded, ¿the use of bioglue in thoracic aortic surgery was not associated with excess incidence of anastomotic pseudoaneurysm formation following surgical repair of thoracic aortic disease.¿ (ma 2017) as the authors concluded, there was no found association between bioglue and dilatation or rupture after initial aortic repair for acute stanford type a dissection. Additionally, there is no correlation between the use of bioglue and the pseudoanuerysms formed. Pseudoaneurysm formation is a known complication in standard surgical repair. The possible application of bioglue to extremely fragile tissue raises the question of whether attempted salvage of the native aorta was the correct surgical decision. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife. - attachment: [2018-1213 article.pdf].